Manufacturer narrative:
The customer was sent smaller breast shields to resolve her issue. On (B)(6) 2017, a complaint handler followed up with the customer, at which time the customer stated that the 24mm breast shields that came with the pump were too large so she ordered the 21mm breast shields to be shipped overnight. The carrier did not leave them due to the customer not being home. The customer stated she was at the doctor and was diagnosed with mastitis and prescribed an antibiotic. On (B)(6) 2017, a medela clinician contacted the customer, at which time the customer reported that it was quite painful, particularly until the smaller breast shields arrived. Though the smaller breast shields are still a little too big, they are much more comfortable. She also stated that the pump has been working well and now that the pain has receded, she is back to breastfeeding. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer ordered 21mm breast shields after she experienced issues with the 24mm being too large. She paid for next day delivery. Because of a shipping issue, the breast shields were not delivered next day as expected and, as a result, she got mastitis on (B)(6) 2017, for which she was prescribed an antibiotic.